Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunctions drive tube leak/break and centrifuge bowl leak/break. Since these reportable malfunctions are only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot f358 was conducted. There were no non-conformances. This lot met all release requirements. A review of kit lot f358 for the reported issue shows no trends. Trends were reviewed for complaint categories, drive tube leak/break, centrifuge bowl leak/break, and alarm #7: blood leak (centrifuge chamber). No trends were detected for each complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation complete.

Event description:
The customer called to report a drive tube break during the treatment procedure. The customer stated approximately 154 ml of whole blood was processed at the time of the break. The customer stated the drive tube broke just below the upper bearing retainer clip and an alarm #7: blood leak (centrifuge chamber) was received. The customer stated the centrifuge bowl had broken as well. The customer aborted the procedure and did not return blood to the patient. The customer stated the patient was stable before, during, and after the break. The customer stated the patient was evaluated by the physician and no medical intervention, fluid boluses, or blood transfusion were ordered. The customer stated the patient was discharged home and would return in one week for the next procedure. The customer did not return product for investigation.